Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this patient experienced a non-st elevation myocardial infraction. During the heart catheterization procedure, this right ventricular lead contributed to a perforation of the vessel. The lead remains implanted and amiodarone therapy was administered to the patient after the coronary catheterization. No additional adverse patient effects reported.